Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose level. Customer's blood glucose level was 51 mg/dl and 290 mg/dl. Customer was treated with carbs. Customer stated that they insulin pump received pump error. Troubleshooting was declined. The product will not be returned for the analysis.